Event description:
Customer reported the insulin pump alarmed during prime. Troubleshooting was performed. Customer's blood glucose was 359 mg/dl, treated with manual injections. Customer was advised to disconnect from the device. Customer was sleeping when alarmed occurred. Customer was advised to check if the drive support cap, it was noted the drive support cap was sticking out. Customer did not recall pressing the drive support cap. Customer was advised to discontinue use of the device and revert to back up plan. Alarm and possible causes were explained to the customer. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test due to loose/protruded drive support disk. The device was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and missing end cap sticker.